Event description:
It was reported that the patient presented to the hospital after having a syncopal episode. Autocapture was found to be at 2.25 v unipolar, but not capturing. The lead exhibited unipolar capture threshold at 6.5 v, and unipolar impedance was greater than 2000 ohms. The patient was pacemaker dependent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.